Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 10 mm x 2.00 mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and the balloon ruptured upon inflation. The balloon was removed without complications and the procedure was completed with a different device. There were no patient complications and the patient's condition post procedure was good.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified artery. A 10 mm x 2.00 mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and the balloon ruptured upon inflation. The balloon was removed without complications and the procedure was completed with a different device. There were no patient complications and the patient's condition post procedure was good.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. Solidified blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak approximately 5mm distal to the distal edge of the proximal markerband. No issues were identified with the balloon material that could have contributed to the complaint incident. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).